Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide date 1, date 2, date 3, date 4 that are referenced in the event description. Please provide the patient's weight, bmi at the time of index procedure. Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a cesarean section on #date 1 at 38 weeks and 4 days for non-commitment to complete dilatation. No previous diabetes, no smoking. No intraoperative complications or incidents. On #date 2, the patient is apyretic, normotensive and normacardious, but there is a slightly inflammatory upper bank, warm but painless, a necrotic zone on the central part of the scar about 5 cm long and a few mm wide and a blister of about 5 mm, central at the bank. Removal of two staples and exteriorization of an abundant sore-bloody nauseous fluid. Clinical consequence: resumption of operation under general anesthesia on #date 3, resection of the skin banks wide (about 2 cm) in a healthy zone, area of hypodermic necrosis resected with a cold blade until healthy tissue is found. No involvement under fascial/ triple antibiotic therapy. The bacteriological specimen is positive for streptococcus oralis mitis and staphylococcus epidermidis. On #date 4, re-rise of crp, cesarean section scar is inflammatory with persistence of erythematous and warm closet, non-purulent sero-bloody discharge. The CT finds a fine hydroetric collection of the abdominal wall above the surgical redon, with no other infectious call point visible elsewhere. Change of antibiotic therapy, continuation of clinical surveillance. Additional information was requested.